Event description:
Customer reported via phone call that the insulin pump alarmed motor error. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to prime. The customer changed the set and delivered 5 units via fill cannula with no motor error alarm. Blood glucose value was 298 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests also, passed the motor test. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked battery tube threads.